Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a small hole was seen in the chait percutaneous cecostomy tube. The hole was believed to be near the coils. Another device was used successfully. The complainant did not report any adverse effects on the patient due to this occurrence. Additional patient event details are unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Additional information: hhs/FDA sus voluntary event report reference: mw576354 received:on (unknown date) 2018 surgeon removed the previous chait and replaced it with a new 24cm chait. After removal a small hole was noted prior to the turns of the chait. Per surgeon, this is the third occurrence of the chait having a tear in the same place requiring replacement." Please reference MFR. Report: 1820334-2018-01006 which covers the other two occurrences. Investigation ¿ evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection/dimensional verification of the device was conducted during the investigation. One used, damaged chait tube was returned for investigation. The outside and inside diameters of the catheter were measured and were found to be within specified tolerances. It was reported that there was a small hole prior to the turns of the catheter, and there is a large tear in the catheter at this location and the catheter is almost completely separated. Additionally, a document based investigation evaluation was performed. The quality control, manufacturing instruction, and product instructions for use documents were reviewed, and there are adequate controls in place to ensure the device is manufactured to specifications. The lot number for this device is unknown, therefore a search of the device history record and complaint history could not be performed. IFU t_tdcs_rev6 states in step 4 of the introduction procedure ¿perform contrast injection to confirm catheter position and patency within cecum.¿ it also states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the results of our investigation, a definitive root cause could not be determined. It is possible that the damage initially occurred as a result of manipulation during use, and the returned catheter was further damaged during and after removal from the patient. We will continue to monitor for similar complaints and notify appropriate personnel. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr222797_hhs_FDA_sus mw5076354_received 16apr2018.pdf] additional information: hhs/FDA sus voluntary event report reference: mw576354 received:on (unknown date) 2018 surgeon removed the previous chait and replaced it with a new 24cm chait. After removal a small hole was noted prior to the turns of the chait. Per surgeon, this is the third occurrence of the chait having a tear in the same place requiring replacement." Please reference MFR. Report: 1820334-2018-01006 which covers the other two occurrences. Investigation ¿ evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection/dimensional verification of the device was conducted during the investigation. One used, damaged chait tube was returned for investigation. The outside and inside diameters of the catheter were measured and were found to be within specified tolerances. It was reported that there was a small hole prior to the turns of the catheter, and there is a large tear in the catheter at this location and the catheter is almost completely separated. Additionally, a document based investigation evaluation was performed. The quality control, manufacturing instruction, and product instructions for use documents were reviewed, and there are adequate controls in place to ensure the device is manufactured to specifications. The lot number for this device is unknown, therefore a search of the device history record and complaint history could not be performed. IFU t_tdcs_rev6 states in step 4 of the introduction procedure ¿perform contrast injection to confirm catheter position and patency within cecum.¿ it also states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the results of our investigation, a definitive root cause could not be determined. It is possible that the damage initially occurred as a result of manipulation during use, and the returned catheter was further damaged during and after removal from the patient. We will continue to monitor for similar complaints and notify appropriate personnel. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.